Event description:
Boston scientific crm received information that this left ventricular (lv) lead dislodged within two days of implant. A lead revision procedure was performed were this lv lead was successfully repositioned. Three weeks later, this lead dislodged again. Another lead revision procedure was performed were this lead was explanted and a new lead was successfully implanted. Other than the procedures, no adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the complete lead was returned. Cuts noted in the insulation and suture sleeve. The lead passed conductor resistance and high potential testing confirming the conductor was uncompromised and intact.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.